Manufacturer narrative:
Though no med/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for med/surgical intervention to preclude impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. During microscopic eval, qual personnel observed debris within the cap and head cavities and rubbing marks. The cap end bearing was loose. Loose bearing plus the use of the large headed bur could have increased vibration within the head cavity due to an already unstable set assembly causing the cap to unscrew but this could not be confirmed. Root cause: unable to determine root cause.

Event description:
In this event, it was reported that a cap unscrewed from a tradition l handpiece while in use. The reported complaint did not result in an injury or need for intervention.